Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("significant pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2015, the patient had essure inserted. On the same month, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramps"). The patient was treated with surgery (removal of fallopian tubes). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and pelvic pain with essure. The reporter commented: knowing that she had allergy to nickel, essure had been placed on the patient after having asked to her gynecologist if she could bear them. She experienced cramps and significant pain the following days. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms (pt). In this particular case, a search in the global safety database was performed on 30-may-2017 for the following meddra pt: pelvic pain: n° 2786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Company causality comment: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.